Manufacturer narrative:
(B)(4). The bc160-10 bubble CPAP system is designed for use with spontaneously breathing infants who require CPAP therapy. Following the incident, a field fisher & paykel heatlhcare (f&p) representative visited the hospital and discovered the following information. The hospital was using a non-f&p heaterwire adaptor for the humidifier. The hospital was reusing the single use bubble CPAP circuits. The following complaint devices were used in the set-up: a 1x mr850 humidifier sn (B)(4). A 1x bc161 system including; inspiratory & expiratory limbs, mr290 humidification chamber, bubble CPAP pressure manifold, bubble CPAP generator. A 1x heaterwire adaptor (non fisher & paykel healthcare product). Method: no complaint devices were returned to fisher & paykel healthcare for investigation. Our investigation is based on the photographs provided by the customer and our knowledge of the product. Results: visual inspection of the photographs revealed that all the devices appeared to have sustained some degree of fire or smoke damage. The mr850 was not received for investigation, so it could not be tested for functionality, however, heat damage to the finger guard and enclosure was observed. Mr290 chamber, inspiratory limb, temperature probe, pressure relief manifold and the non-f&p heaterwire adaptor were all heat damaged. Conclusion: as the complaint inspiratory limb and heater wire were not received for investigation, f& p healthcare is unable to conclusively determine the potential root cause of this incident.. The nature of the damage and our knowledge of the products suggests that the likely source of the fire is in the vicinity of the heater wire / inspiratory limb, as the areas surrounding these components (specifically the chamber and the probe) displayed the greatest concentration of heat damage. We note that the chamber has no heat source and the probe is insulated and does not generate sufficient heat to start a fire. In addition, it was noted that a single use breathing circuit was being reused extensively. It is most likely that the cause of the fire was overheating of the heater wire due to heater wire bunching in the chamber port end of the inspiratory limb as a result of cleaning and reuse. Excessive heat due to bunching of the heater wire had caused the heater wire insulation to melt and allowed the bare wires to touch each other, resulting in a short circuit. This is evident in the way the chamber dome had melted; it could be seen that most of the damage was done at the chamber port where the inspiratory limb is connected. The user instructions that accompany the bc161 bubble CPAP system contain the following warning: "do not reuse any part of the bc151 or bc161. It is manufactured for single patient use only. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." The user instructions also specify the following statements to warn the user against potential overheating: - this product is intended to be used for a maximum of 7 days. - do not stretch or milk the tubing. - do not soak, wash, sterilize or reuse this product. - do not cover the circuit with materials such as blankets, towels or bed linen. Our user instructions that accompany the mr850 respiratory humidifier states: - the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance or compromise safety.

Event description:
A fisher & paykel healthcare (f&p) representative in (B)(4) reported a complaint that was published in an (B)(4) newspaper about a bc161-10 bubble CPAP system fire in a hospital. No patient consequence was reported.